Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. Unable to perform the occlusion or no delivery test due to the motor error alarm. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, a reservoir tube, a reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that there is a motor error alarm. The blood glucose reading is 115 mg/dl. Nothing further reported.